Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Additional information received indicates the plan is to continue monitoring the patient with normal scheduled follow up appointments. This crt-d remains in service. No adverse patient effects were reported.